Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer wrote an email explaining that she has required assistance by the paramedics on two occasions in the past two weeks. The customer stated that she has been having problems detecting when her blood glucose levels are going low, and wanted info about the upgraded insulin pump. Replied to the customer's email advising her to call the 24 hour helpline for troubleshooting. Nothing further was reported.